Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was unable to duplicate issue with erbe ground pad during site visit. Multiple m-02 errors were present on erbe. Due to the customer unable to use the erbe due to the ground pad errors on two separate occasions. The fse replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The vio integrated electrosurgical generator unit (iesu) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Functional testing revealed that the unit generated error code m-02-7 when testing monopolar connector #1. Additionally, a review of the internal generator error log showed the presence of m-02. The probable root cause of error m-02 is attributed to a faulty component of the iesu. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the erbe generator did not recognize the neutral pad. The intuitive surgical, inc. (Isi) technical support engineer (tse) had the caller try the neutral pad on himself, with no resolution. The site was getting an m-02 error as well. The tse had the caller hard power cycle the erbe, with no change. The customer converted the procedure to another vision side cart (vsc). There were no reports of patient injury.